Event description:
It was reported the patient is no longer receiving effective stimulation and is receiving uncomfortable stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and showed the lead is to the right of t-8. It is unknown if the pain was part of the originally targeted area or if it is new. A CT scan has been ordered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.